Event description:
Event description cpi received information that upon interrogation of this implantable cardioverter defibrillator (ICD) the device displayed an error message indicating that a memory failure was detected that was unable to be corrected.